Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed, no e224 error message was present. However, the inspection did reveal red dust deposits in the device, specifically the socket and fan areas. This debris could have triggered the reported e224 error reported. It is recommended that the sub-board by replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their visera 4k uhd camera control unit experienced an e224 error during an unspecified procedure. According to the initial reporter, this error message resulted in changing the operation to an "open" procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The specific root cause of the defective video connector socket could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code:e224 error message, camera head communication error. Possible cause, camera head communication is failed. Solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off. Unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus¿. Olympus will continue to monitor field performance for this device.